Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient experienced allergy/intolerance reaction to the aligners. Treatment stopped.